Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that right top corner light is blinking saying service required (red x w/ chirp). There was no reported patient involvement.

Manufacturer narrative:
.